Event description:
It was reported that the instrument cracked at the tip and not properly grasping. No pt complication was reported.

Manufacturer narrative:
(B) (4): the instrument was returned to the MFR for eval. Visual examination shows that the upper jaw is broken off from the jaw pivot pin forward. The broken off portion of the shaft was not returned for analysis. Microscopic examination discovered a fairly brittle fracture. The location, direction, and amount of force required in order to induce fracture of the shaft is consistent with application of excessive force. The above observations are consistent with misuse due to application of excessive force, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs.